Manufacturer narrative:
One opened/used enlite sensor was inspected. A continuity resistance test was performed and the sensor passed per specifications. A bicarbonate buffer test was performed and the sensor failed with high readings.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading 60, but blood glucose value was 166 mg/dl. The customer was advised about the calibration process. Troubleshooting was declined. The sensor was returned for analysis.